Event description:
A hybrid system with 4 wire carriages and bone screws was applied to a proximal tibia. Ten days later while being prepped for an infection wash out, one of the wire carriages broke. There was no injury to the patient. The entire waire carriage was replaced.